Event description:
It was reported that following an ablation during a-fib procedure with a navistar rmt thermocoolcatheter, the temperature rose. The temperature rose rapidly before the user could ablate and the error message appeared. The user removed the catheter and noted char on the catheter tip. After cleaning the catheter tip the user were unable to flush through the catheter. The approximate size of the char nor picture was available. No patient consequence was reported. There was no impedance rise during the procedure was noted. The user did not notice any abnormal catheter irrigation before or after the event. The generator power setting was at 35 watts.

Manufacturer narrative:
(B)(4). It was reported that following an ablation during a-fib procedure with a navistar rmt thermocool catheter, the temperature rose. The temperature rose rapidly before the user could ablate and the error message appeared. The user removed the catheter and noted char on the catheter tip. After cleaning the catheter tip the user were unable to flush through the catheter. The returned complaint device was evaluated visually. No presence of char on the catheter tip was noted since the catheter was cleaned at the account site. The catheter was tested for electrical performance, stockert compatibility, and thermal sensor response; the catheter passed these tests. The catheter was also evaluated for patency flow. The catheter did not flush from the irrigation holes. Further examination showed the irrigation tubing was occluded by clear crystallized material not allowing the liquid to coming out. An investigation of the crystallized material inside the catheters was performed and it was concluded that the material was dried saline solution. Saline solution is used to purge the catheters during the procedure; therefore most likely the saline solution dried caused the obstruction found during the failure analysis. Due to the fact that the saline solution crystallizes after the procedure, it does not explain the obstruction reported by the customer. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation results suggest that the catheter did not directly contribute to the char formation observed by the customer. An occlusion was observed during analysis related to dried saline solution used during the procedure.

Manufacturer narrative:
(B)(4).